Event description:
It was reported that the patient underwent a tlif surgery using rhbmp-2/acs. Approximately one month post-op, the patient reported new onset back pain. An MRI was performed with revealed a fluid collection at the surgical site. The fluid collection remains unresolved 6+ months after surgery. At this time, the surgeon is monitoring the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.